Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A decrease in performance was noted since (B)(6) 2013. Head trauma is denied. The patient was explanted on (B)(6) 2014.